Event description:
It was reported the rigid video laparoscope light source went in to standby when the overhead lights were turned off, and a fog free function error e104 was generated. The reported malfunctions occurred during a cystoscopy hysterectomy vag salpingectomy oophorectomy procedure that was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor cracks on the video connector, minor stains under the light guide cover glass, multiple dents within 2 inches of the outer tube, sharp dents on the distal edge, a dented r-unit, and a cut on the video cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope light source went in to standby when the overhead lights were turned off, and a fog free function error e104 was generated. The reported malfunctions occurred during a cystoscopy hysterectomy vag salpingectomy oophorectomy procedure that was completed using the same set of equipment. There were no reports of patient harm.